Event description:
Our rep is reporting to us that during an arthroscopic shoulder repair, the surgeon noted that there were metal shavings emanating from a lupine drill bit and falling into the joint space. All of the debris was removed from the body and the procedure was concluded successfully without further issue or harm to the pt. Complaint devices discarded at user facility.

Manufacturer narrative:
Nothing is being returned for evaluation, device discarded by user facility. No lot has been identified which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. However, we believe that this type of event is most likely technique related, extensive lab testing has shown that under normal conditions the reported event mode could not be duplicated, however, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit to rub against inner surface of the bent drill guide causing some metal to shave off of the drill guide, the reported condition was then duplicated; outside of this hypothesis, we cannot discern any other root cause for the reported issue. At this point in time no corrective or further action is warranted, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.